Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, the cause of the regurgitation cannot be confirmed. Patient factors (chf and htn) may have contributed to the regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 6 years, 5 months post-implant of a 29 mm sapien xt valve in the aortic position via transfemoral approach the valve failed due to regurgitation. A valve-in-valve procedure and pre-dilation with 26mm non-edwards balloon were performed. Transferred to ICU post-care and the patient is doing well. Upon review of medical records echo transthoracic echocardiogram (tte) revealed a bioprosthetic aortic valve in position with mild to moderate regurgitation is noted and av peak/mean gradient 33.54/18.87mmhg and ava 1.0cm2.